Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a difficult axillary insertion of impella 5.5. There was a low pump flow after pump insertion. A removal of pump decision was made by physician due to suspected clot ingestion, after implantation tissue found on impella, appearing to be intima. The patient has been monitored for right arm pulses possible development of aneurysm in artery. A new pump was inserted without issue.

Manufacturer narrative:
The investigation into the vascular damage- peripheral vessel and stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the root cause of the vascular damage was due to use issue. The cause of the stroke was not determined due to insufficient clinical details and unknown relation to impella. Correction: section b5: the information was inadvertently left out in the initial report which has been updated in this report. Correction: section h6: the health effect-clinical code was inadvertently left out in the initial report which has been updated in this report.

Event description:
Patient had symptoms of occipital stroke. Stroke alert activated. CT showed also subarachnoid hemorrhage. Stroke team recommended no intervention. No impella concerns.